Event description:
The front part of the streamer is torn off, when trying to pull it back through the lead. The torn off piece remains in the patient.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
The front part of the streamer is torn off, when trying to pull it back through the lead. The torn off piece remains in the patient.

Manufacturer narrative:
Complaint investigation underway, and will be attached to this report.

Event description:
The front part of the streamer is torn off, when trying to pull it back through the lead. The torn off piece remains in the patient.